Manufacturer narrative:
Investigation: no product on hand. Batch history review: a review of the device quality and manufacturing history records are not possible because the batch number is unknown. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is more probably usage related. Rationale: unfortunately, due to a lack of data and without the product we cannot determine the exact cause. If further investigations are required, the product should be provided for examination. According to the quality standard, a material defect and production error can be excluded. There is the possibility for an improper handling due to bent the endoscope sheath, damage due to a wrong handling by cleaning/disinfection or sterilization and there is the possibility for an improper maintenance. Furthermore, according to the instructions for use the warnings, points and cautions must be observed and followed. No CAPA necessary.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
During a ventriculotomy procedure the surgeon was attempting to use a zero degree scope. It was reported the scope could not focus enough to execute what needed to be done to complete the procedure. This caused a delay in surgery and the surgery was re-scheduled. The surgical site was opened and the patient was under anesthesia when this occurred. Additional information has been requested regarding the patient outcome and the re-scheduled procedure. When additional information becomes available a supplemental report will be submitted.